Event description:
Information was received from a consumer implanted for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported having a sudden return of symptoms on (B)(6) 2016. It was noted there was a bowel accident in bed which was runny and "smelled very sour." The programmer had depleted batteries and was used to confirm therapy was on and change programs/increase settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.